Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patients body.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Update received 1/28/15. The sales rep has reported the revision surgery. Patient was revised to address pain, metallosis and elevated ion levels. It was noted that cobalt levels were 26 and chromium were 27. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear before first revision. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6)2005 - dor: (B)(6)2015 (right hip)

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot numbers and revision information. Depuy will notify the FDA when the investigation is complete. (B)(4).

Event description:
The sales rep has reported the revision surgery. Patient was revised to address pain, metallosis and elevated ion levels. It was noted that cobalt levels were 26 and chromium were 27.